Manufacturer narrative:
(B)(4). A multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis ((B)(6)), (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient associated with a study experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The peritonitis was manifested by middle and upper abdominal pain continuously following pd treatment. The symptom was obvious when the patient breathed deeply. The pain was not radiated. The subject did not feel cold, hot, nausea or emesis. Due to the continuous pain, pantoloc was used to protect the stomach and ¿nospa¿ (nospamin) was used for spasmolysis function. On an unreported date, the abdominal pain was better and the treatment was transferred to the nephrology department. On an unreported date, the patient was hospitalized for acute peritonitis. On the same day, the patient was treated for the peritonitis with cefazolin sodium, 0.25 gm and amikacin sulfate 0.025 gm (ip-intraperitoneally, 4 times/day). At the time of this report, the peritonitis was not resolved, the patient was not recovered, and the action taken with dianeal therapy was the dosage was maintained. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that on the patient began treatment with the cefazolin sodium and amikacin sulfate on the same day as the onset of symptoms and continued treatment for two weeks. The patient was hospitalized for the event as discharged after 18 days. At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.